Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported found 1 pen needle from this box lot # 2333513 that broke off in his site. He was able to remove on his own. No medical assistance. Denied reuse of pen needles. Dc consumer reported found 1 pen needle from a prior box unknown lot # , needle broke off when removed from injection site and fell to the floor. Lot # 2333513 catalog# 320109 date of event unknown sometime last week. Sample status discard.